Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after feeling vibratory patient notification alert, an alert due to a long capacitor maintenance charge time was noted. Manual capm was performed and normal charge time was noted. Patient's device will continue to be monitored.